Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is alarming gas leak. There was no patient harm reported. Related balloon complaint: (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to verify from the logs the alarm occurrence. The issue was not reproducible. The fse stated that it was a balloon issue. The fse performed all functional and safety checks to meet factory specifications.

Event description:
N/a